Event description:
It was reported that sensing noise was noted on the right ventricular (rv) lead. The patient was not pacemaker dependent. An insulation break was observed by the suture sleeve. The rv lead was extracted, and a new rv lead was implanted successfully. The patient was stable before, during, and post-procedure.

Manufacturer narrative:
The reported event of insulation damage and sensing noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion that breached the outer insulation and exposed the outer coil at the proximal region. The cause of the reported event was due to external insulation abrasion exposing the outer coil, consistent with friction to the device can.